Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to "implant deflated and leaked." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "flattening of lower aspect of left breast." Patient additionally reported "implant deflated and leaked inside me for months" and "pain." Device has been explanted.